Event description:
It was reported that there were high thresholds observed in the right ventricular lead since a device changeout procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): this device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was further reported that the rv lead exhibited high lead impedance, oversensing/noise and a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies were found. Concomitant products: 5076 implantable pacing lead (B)(6) 2005. (B)(4).